Event description:
The customer reported leaking from reagent probe a on a unicel dxc 800 synchron system while performing a maintenance procedure and cleaning the probes. The customer stated that approximately 15 ml of liquid has leaked on the reaction wheel cover. The customer was wearing a lab coat and gloves at the time of the leak. The leak was contained within the instrument. The customer verified the reagent probe a and b wash-line fittings and the reagent syringe were tight. There were no reports of direct contact with the leak or of injury as a result of the leak. There were no incorrect or erroneous results generated due to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse performed an automated maintenance procedure to cycle fluid through the reagent probe. After performing the procedure several times, the collar wash vacuum valve failed to operate and the diluted wash solution was leaking under reagent probe a. The fse ran full chemistry quality control (qc) without any further issues. Beckman coulter (bec) internal identifier for this report is (B)(4).